Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported following an intraocular lens (iol) implant procedure there was a poor refractive outcome. The lens was exchanged in a second procedure. In a follow up, the surgeon reported that the symptoms have resolved.